Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the percutaneous lead (lead) had a separation at the distal end of the bend relief. No alarms were reported. A universal bend relief repair kit was installed by the manufacturer's technical services representative the following day. The log file was reviewed and speed drops and pump stops were confirmed, but did not appear to be related to the distal end percutaneous lead separation. The pt stated that the pump stop occurred at night while he was sleeping connected to the power module and the system controller red heart alarm woke him. The pt reported feeling fine during the event. Percutaneous lead x-rays are unremarkable. Manipulation of the external portion of the lead, pt upper body movement/exercise, tactile pressure applied to the pt abdomen and chest but could not reproduce any speed drops or pump stops. The lead continuity test passed again. The pt was discharged and instructed to immediately report any further red heart events.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.